Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon was torn and the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after the balloon of the subject device was dilated into the bile duct, the balloon began to gradually deflate. The issue occurred during an endoscopic retrograde cholangiopancreatography. The therapeutic procedure was completed using a similar device. There were no reports of patient harm, injury, or death.